Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the care giver (cg)stated that this occurred during the initial drain. The technical services representative assisted the patient in clearing the alarm. The cg later stated that the patient disconnected from the patient line in the middle of the night and then went back to bed. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. However, the reporter stated that the patient disconnected from the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides instructions for properly opening the transfer set. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide also provides instructions on properly disconnecting for the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.